Event description:
It was reported that during a percutaneous coronary intervention, guide wire removal difficulties occurred. The target lesion was located the femoral artery. A rotawire ex support rotablator rotational atherectomy system was selected to treat the target lesion. During procedure, the rotawire was advanced with a non bsc microcatheter. When the physician attempted to exchange the rotawire for another, it was then noted that the rotawire was unable to be removed from the catheter. The catheter and rotawire were removed from the patient together. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, guide wire removal difficulties occurred. The target lesion was located the femoral artery. A rotawire ex support rotablator rotational atherectomy system was selected to treat the target lesion. During procedure, the rotawire was advanced with a non bsc microcatheter. When the physician attempted to exchange the rotawire for another, it was then noted that the rotawire was unable to be removed from the catheter. The catheter and rotawire were removed from the patient together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.